Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during surgery an ophthalmic blade was found defective. There was no patient impact. Procedure details has not been provided. Additional information has been requested, none has been received till date.

Event description:
Upon further assessment, the ci blade dull or damaged was not the issue. The problem was ci blade unacceptable, which is not considered a reportable malfunction and is unlikely to recur in a way that would result in serious injury. No further reports will be submitted under mfg report num. 2523835-2025-00746.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.